Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The battery low alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be damaged battery and blown fuse. To correct the condition, the fuse and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a battery low alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.